Event description:
It was reported that the patient underwent three spinal surgeries where the surgeon implanted rhbmp-2/acs and instrumentation from t12 to l5/s1 to alleviate the back and leg pains associated with scoliosis and spondylolisthesis at l5-s1 spinal deformities. The patient underwent posterior lumbar interbody fusion surgery. It is alleged that the physicians placed rhbmp-2/acs at twelve locations adjacent to the patient's spine. Approximately six weeks after the surgeries, the patient reportedly began to experience severe, chronic, ongoing circumferential band of pain in her right leg. Reportedly, the patient is unable to drive due to the leg pain primarily in her right leg, and requires assistance to enter and exit vehicles. Approximately 11 months post-op, the patient complained of lower lumbar pain and swelling. The surgeon reportedly stated that after the surgery, the t12-li level was not fused, and it appears that the right side of her back is more prominent than her left, and recommended further physical therapy. After the surgeries, the patient reportedly also began to experience hair loss and has an off-balance equilibrium. As a result of being top-heavy and off-balanced, approximately 15 months post-op, the patient fell and sustained injuries to her head, face, legs and wrists. Mris and a CT scan were performed in the years following the index surgery, and reportedly showed that the surgery only worsened the patient's condition. At an unspecified time, "shortly" after the patient's surgeries, the patient began experiencing bone growth in other areas of her body. Approximately 23 months post-op, the patient noticed a large mass of bone adjacent to the left ankle. Allegedly, there also appears to be some small bone growth next to the left knee. The patient has also experienced bladder and urinary pain. She has since been to several urological specialists who have performed several extensive and invasive tests. The patient continues to experience bladder and urinary pain since surgery, the patient reportedly has severe, chronic, ongoing circumferential band of pain in the right leg.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient presented with degenerative thoracolumbar scoliosis, isthmic l5-s1 spondylolisthesis with severe right l5-s1 neuroforaminal stenosis and mild left l5-s1 foraminal stenosis, and multilevel degenerative lumbar spondylosis. The patient underwent direct lateral anterior interbody fusion t12-l5 with anterior spinal osteotomies, and minimally invasive right l5-s1 tlif using rhbmp-2/acs, and peek cages. On (B)(6) 2010 the patient underwent posterior t12-l5 osteotomies and multilevel fusion t12-s1 using local bone rhbmp-2/acs and posterior instrumentation.. Post-operatively, the patient has been diagnosed with post-laminectomy syndrome. Reportedly, during the patient's spinal fusion surgeries, and while in the intensive care unit, the patient had multiple, transient episodes of atrial fibrillation and flutter. Since the fusion surgeries, the patient has suffered from chronic atrial fib/flutter. In (B)(6) 2013, the atrial fib/flutter condition was confirmed by a thirty-day event monitor, which indicated that the patient experiences about five episodes per week. The patient's atrial fibrillation/flutter condition has recently worsened. An EKG study on (B)(6), 2013 indicated that the patient had been experiencing constant atrial fib/flutter, and had a rapid heart rate, since undergoing surgery for her bowel/bladder conditions in mid-september. The patient was prescribed medication to slow her heart rate below 100 beats per minute, in order to protect her heart muscle. The patient then underwent an MRI and an mra of her brain to check for avm' s (arterial venous malformations) associated with her hereditary blood disorder. No avm's were identified, so the patient began taking an anti-coagulant medication to dissolve any blood clots that may have accumulated in her heart. On (B)(6), 2013 the patient went to the hospital to undergo a trans-esophageal echocardiogram to check for blood clots in her heart, to be followed by a shock to her heart in order to restore a normal heart rhythm. After two weeks with a normal rhythm, the patient was then to undergo invasive heart surgery to seal off an appendage of her heart where blood clots form and accumulate. However, after the patient was prepped for the tee, a pre-surgery EKG showed that the patient was no longer experiencing-constant atrial fib/flutter. Instead, the patient's heart repeatedly went in and out of atrial fib/flutter- so the electric conversion was not available, and the surgery was postponed. Instead, the patient was prescribed an anti-arrhythmia medicine. It was hoped that the new medication (along with the prescribed blood-thinner and blocker) would have a cumulative effect, thereby restoring and maintaining a normal heart rate and rhythm. Unfortunately, the three medications caused the patient to experience profound fatigue, nausea, dizziness, vomiting, loss of equilibrium, chest pain and extreme discomfort. So, to relieve the dizziness and nausea, the patient's arrhythmia specialist first discontinued the blocker that slowed the patient's heart rate. Then a few weeks later the specialist discontinued the anti-coagulant, as it was causing blood vessels in the patient's fingers to break with even very slight pressure- such as opening the refrigerator door. The patient is now taking the medication intended to restore and maintain a normal rhythm; but it has had limited results. The patient still experiences multiple episodes of atrial fib/flutter daily, and profound fatigue. At times it seems as though the patient becomes unconscious, with resulting memory loss. This occurs many times each day, usually in the evening. The patients arrhythmia specialist is optimistic that the medication may work to restore a normal rhythm; so that the patient can then schedule revision spine surgery. If a normal heart rate and rhythm cannot be restored - or maintained- heart surgery will be re-considered prior to any future spinal revision surgery. The t12/l1 level of the patient's spine did not fuse; both screws are loose. The thoracic vertebrae adjacent to and above the t12level have started to move and degenerate. This causes pain in the patient's mid-back that feels as though she is full of sharp, jagged slivers of broken glass. In (B)(6) 2012, dr. (B)(6) advised the patient to never, ever undergo any further spinal fusion surgeries. Not for any reason, no matter how great her pain. In (B)(6) 2013, the patient was scheduled to undergo injections in her back, at the sites of her implants, to relieve pain. However, when reviewing the patient's x-rays, her pain specialist discovered that a capstone peek cage at the l5/s1 level appears to have migrated - and is no longer in the space between the vertebrae. Reportedly, the dislocation occurred shortly after the patient's second spinal fusion surgery. The patients pain specialist and his colleague, a spine surgeon, further reviewed the x-ray and determined that there was "not great evidence of fusion" in the lower lumbar area of the patient's spine. The patient was then informed that she could not receive any more injections; and that she should not have physical therapy, occupational therapy, or any other therapies to reduce the pain in her back. On (B)(6), 2013 a second orthopedic spine surgeon confirmed that the peek cage/spacer appears dislocated. He also stated that there was no evidence of fusion at the l5/s1 level. The patient was told that she probably requires revision surgery to both the l5/s1 vertebral area, and the t12/l1 and t11/t12 vertebral levels. Tests were ordered; but postponed due to the anti-coagulant medication. The patient was advised that the revision surgery will be very, very risky; and will require approaches from both the front and the back. The patient was informed that she has a high probability of suffering a major heart attack during the revision surgery. The patient, and her family, now must choose between the prospect of not surviving spinal revision surgery - or possibly spending her remaining life in a wheelchair. Because of her post-laminectomy syndrome, the patient has chronic, deep aches in her right leg. These pains are greatly increased, both in frequency and in severity, by driving a car. Extensive bone growth in the t12 to s1 fused area has caused her to be top-heavy, and has resulted in a loss of equilibrium. The patient had a very bad fall in 2012; and smacked her face on a concrete floor covered with tile. The patient suffered two black eyes, a sprained neck, a sprained wrist, bruised knees, and deep gouges in her legs requiring treatment for cellulitis. The patient has endured bowel and bladder problems that began after her spinal fusion surgeries. The patient's pelvic floor muscles have been permanently compromised. The patient suffers from excruciating, debilitating spasms of her levator muscle, causing her to experience unendurable stabbing pains in her perineal area. The patient also suffers from painful pudendal nerve impingements and interstitial cystitis. In (B)(6) 2013 the patient underwent surgery, under general anesthesia, in which many injections of botox were administered to help relax her levator muscle. The patient also underwent nerve blocks to both the right and left pudendal nerves; and had sclerotherapy treatment to an enlarged blood vessel impinging on the right pudendal nerve. The patient had a bladder distention procedure as treatment of her interstitial cystitis. Prior to those surgeries, the patient had undergone more than ten invasive procedures in which compounded drugs were infused into her bladder. Some of those infusions were very irritating to the bladder lining, and caused extreme, burning pain. The patient endures- and deals with - a chronic painful, embarrassing, and distressing bowel condition that began immediately after her spinal fusion surgeries. The patient did not have a normal bowel movement for more than six months after her spinal fusion surgeries. Now the patient averages two normal movements per week. In (B)(6) 2012, the patient suffered a detached retina in her right eye, which required multiple laser surgeries and injections of gas into her eyeball. In (B)(6) 2012, in an attempt to relieve her bladder pain condition, the patient underwent a nerve block injection of her right hypogastric nerve plexus. The nerve block was ineffective in reducing her bladder pain; and unfortunately anesthetized a nerve in her right leg, causing a permanent increase in her right leg pain. In 2012 the patient suffered the loss of almost all the hair on her head, eyebrows, and arms. In (B)(6) 2013, the patient had surgery to remove a mass in her left leg. The mass was benign. In (B)(6) 2013, the patient had a similar, larger mass in her right leg removed. That mass was also benign.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. See also medwatch # 1030489-2012-02455.

Event description:
It was reported that the patient "recently underwent inpatient surgery on (B)(6) 2016 to correct pelvic complications from her 2010 spinal fusion surgeries, and from her (B)(6) 2015 pelvic surgery performed to correct complications from the spinal fusion surgeries. She is still reported to be recovering from both the recent surgery and the 2015 surgery." Allegedly, "she suffers a permanent loss of mobility and is thus unable to travel long distances in a car, or to fly in an airplane." On (B)(6) 2010, the patient was reported to have undergone a two-day, three-procedure spinal fusion surgery in an attempt to fuse seven vertebrae from t12 down to s1. Postoperatively the patient was presented with pseudoarthrosis. As a result of the 2010 spinal fusion surgeries, the patient is reported to have "an inability to perform the activities and tasks of normal daily life. She endures chronic debilitating pain for which there is no relief. The patient has contracted severe infections - some of which have lasted longer than a year - from several of those surgeries and procedures. Her spinal condition and resulting complications continue to deteriorate every day." It was reported that on (B)(6) 2012, the patient underwent x-ray of the thoracic spine which revealed mild resorption of bone around the right t12 pedicle screw. The lucency was measured 1-2mm in thickness. On (B)(6) 2012, the patient underwent MRI of lumbar spine which revealed fatty marrow bridging substantial at all levels except l3-l4 where it was moderate. It also showed chronic 10% anterior wedging of t12. On (B)(6) 2015, the patient underwent MRI of lumbar spine which revealed interbody fusion cages from l1-2 through l4-5 with substantial fatty marrow bridging. Nm bone scan dated (B)(6) 2014 showed bony remodelling of the upper sacrum and minor lucency surrounding the screws. X-rays of lumbar spine dated (B)(6) 2014 showed that between t12 and s1, there was almost 4 degrees of motion between all segments; loose pedicle screws at t12 and s1 bilaterally; and pseudoarthrosis at t12-l1 and l5-s1. On (B)(6) 2016, the patient underwent CT urogram which showed mild grade 1 anterior spondylolisthesis of l5 on s1 secondary to bilateral pars defects status post posterior lumbar spinal fusion. Reportedly, the patient "still suffers bilateral pars defects and spondylolisthesis."

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with scoliosis, need for extensive anterolateral lumbar spine reconstruction. Patient underwent the following procedure: anterolateral retroperitoneal exposure of the entire lumbar spine form the l1-2 disk space to the l4-5 disk space with lateral mobilization of intrarenal aorta. Interbody fusion using locally harvested bone and bone morphogenic protein. As per op- notes ¿we then placed a 10 x 45 mm 0-degree peek intervertebral cage that was packed with bmp and auto bone graft.¿ on (B)(6) 2010: patient presented with thoracolumbar degenerative scoliosis, l5-s1 isthmic spondylolisthesis, multilevel lumbar spondyl osis degenerative disk disease and foraminal stenosis. Procedure: posterior t12 to l5 spinal osteotomies. Posterior multilevel thoracolumbar fusion t12 to s1 using local bone and bmp. Posterior segmental spinal instrumentation using the medtronic longitude percutaneous screw and rod system from t12 to s1 with ap and lateral fluoroscopy. As per-op notes ¿at the facet joints at t12-l1, we removed a poflon of the inferior facet bilaterally and placed some bmp over this to in our posterior fusion and we did this at multiple level from t12-l1 down to l5-s1.¿ on (B)(6) 2010 the patient was presented for office visit with mobility and adl deficits status post right l5-s1 for lateral discectomy and hemilaminectomy with posterior fusion and l1-l5 osteotomy and fusion. On (B)(6) 2011: patient presented with back-pain. Impressions: extensive pedicle screw posterior rod fusion t12 through l1 noted. The fusion construct appears intact and properly positioned; mild l5-s1 anterolisthesis stable. Lumbar alignment and vertebral body heights otherwise normally maintained. No bony central canal stenosis evident. Postoperative lumbar spine CT examination is otherwise unremarkable. On (B)(6) 2011: patient was presented for office visit for chief complains of pain in the left lumbar spine. On (B)(6) 2011: patient was presented for office visit for follow up regarding her scapulothorasic bursitis and overall discomfort. On (B)(6) 2011: patient presented with t12-l1 level not fused. But the screws and rods are positioned well and have not pull out. Assesment: lumbago, scoliosis. On (B)(6) 2011: patient was presented for office visit for follow up (B)(6) 2012 the patient was presented for office visit with serious issues with her urinary system. For past few months she has been experiencing constant pain in her urethra, with occasional very severe spasm of her bladder and also blood in her urine. On (B)(6) 2012 the patient reported through email that there was significant bone growth in her spine. On (B)(6) 2012: patient underwent x-ray of thoracic spine. Impression: suggestion of degenerative disc disease at t11- t12 also x-ray of lumbar spine impression: suspected mild bone resorption around the right t12 pedicle screw. On (B)(6) 2012: patient underwent MRI lumbar spine. Impression: extensive interbody cages and trans-pendicular screw stabilization from t12 through s1 as detailed above: anterolisthesis is 4 mm at l5-s1:dextroscollosis is mild near l2: chronic anterior wedging is 10% at t12: disc degeneration is mild to moderate at t11-t12 and t12-l1. Surgical changes are new: dexotroscollosis is improved: the other findings appear stable; l1-l2 central canal and foraminal decompression; l2-l3 central canal and foraminal decompression; l4-l5 central canal and foraminal decompression; l5-s1 mild right foraminal stenosis improved. On (B)(6) 2013: patient presented for office visit for pre-op instructions for following procedure cystoscopy and bladder hydrodistension, bilateral pudendal nerve block with possible vein sclerotization , and botox injections into the pelvic floor muscles. On (B)(6) 2013: patient presented for office visit for follow up chief complaints of pelvic pain/ pudendal neuralgia. On (B)(6) 2013: patient presented for office visit for follow up. On (B)(6) 2013: patient presented for follow up after her accident in the elevator. On (B)(6) 2013: patient was presented for cardiac evaluation for extensive spine surgery; 12 hours total time anticipated versus wheel chair for life and was diagnosed with nonunion pseudoarthrosis. On (B)(6) 2013: patient presented for office visit for follow up due to screws loose. On (B)(6) 2013: patient was presented for office visit and diagnosed with chronic interstial cystic, lumbosacral plexus lesion, unspecified symptom associated with female genital organs, chronic pain, atrial fibrillation, peptic ulcer and anemia. On (B)(6) 2014: patient underwent CT scan of lumbar spine (B)(6) 2014: patient underwent nuclear medicine bone scan. Impression: pseudoarthosis, t12-l1 and l5-s1; scelerotomal- referred pain, right leg; status post t12-s1 fusion ¿(B)(6) 2010. On (B)(6) 2014: patient underwent x-ray of lumbar spine. On (B)(6) 2014 the patient was presented for office visit with evidence of vesicovaginal fistula. Assessments: chronic interstitial cystitis, vesical fistula. On (B)(6) 2015: patient underwent MRI lumbar spine. Impression: fusion from t12 through s1 appears satisfactory: anterolisthesis is 2 mm atl5-s1; levoscoliosis is mild near l4-l5; disc degeneration is mild to moderate at t12-l1 and l5-s1; l5-s1 mild right foraminal stenosis; no frank disc extrusion or central canal stenosis throughout the study; allowing for minor variation in partial volume averaging, no definite interval change is identified since (B)(6) 2012 and also underwent MRI thoracic spine. Impression: dextroacoliosis is mild near t7; kyphotic exaggeration is mild form t4 through t7; straightening from t8 through t11; anterolisthesis is 1 mm at t4-t5; transpedicular screw stabilization bilaterally at ti2 and l1; disc degeneration is moderate att11-t12; reactive marrow edema is mild at t10-t11; no frank disc extrusion, central canal stenosis, foraminal stenosis, or intrinsic spinal cord pathology throughout the study; allowing for minor variation in partial volume averaging, no definite interval change is identified since (B)(6) 2014. On (B)(6) 2015: patient presented with complaint of vesical fistula. On (B)(6) 2015: patient was pre-op diagnosed with: vesicovginal fistula; peritoneal vaginal fistula; vaginial cluff pain and underwent following procedures: robotic-assisted laparoscopy; vaginal cuff revision; cystoscopy. Findings: on vaginal exam, a deep pocket at the right vaginal apex that was non communication on exam. Laparoscopy, grossly normal upper abdomen. Normal appearing bilateral ovaries. No evidence of pelvic adhesions. Exploration of the vesicovaginal space showed no evidence of flatula as well as the rectovaginal space had no evidence of rectovaginal flatula. Deep vaginal pocket not communication with peritoneal cavity. Methylene blue given and no staining was noted intraabdominal. Methylene blue was instilled to the bladder, and no extravasation of fluid was seen within the intraabdominal cavity or within the vagina. At the end of the procedure, no blue dye was seen in the vagina despite blue urine. On (B)(6) 2015: patient presented with complaint of infection of surgical site, abdominal pain. Laparoscopic surgical site on llq is inflamed, red, and warm to touch, with purulent drainage. Impression: cellulitis, wound, post-operative. On (B)(6) 2015: patient presented with for follow-up visit post developing cellulitis at port sites last week. On (B)(6) 2015: patient presented with abdominal pain. On (B)(6) 2016 the patient underwent CT of the pelvis. Impression: no acute abnormality within the abdomen or pelvis; no CT evidence for renal or ureteral stones, renal masses, or filling defects; right extrarenal pelvis with mild kinking or ectasia of proximal right ureter, without significant stenosis; stable left hepatic cysts, as detailed above; additional incidental and pertinent negatives. It was also observed that there was mild grade 1 anterior spondyliolisthesis of l5 on s1 secondary to bilateral l5 pars defect status post posterior lumbar spinal fusion.